Manufacturer narrative:
Service has not been requested by the customer at this time. If additional information becomes available a supplemental report will be submitted. The failure analysis and testing department received the following parts associated with this complaint: pn: 0202-00-0140 sn: (B)(6) safety disk . This part was received with a reported unit failure message of membrane leak tests failed. Performed visual inspection of this part received and part looks be in condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department performed all manifold tests and membrane leak tests failed with result of 7 mmhg; the factory specification is +-6mmhg. The failure analysis and testing department verified the failure message of safety disk membrane leak tests failed. Safety disk failed testing. Retaining safety disk in the fat dept. As per procedure. H3 other text : not returned to manufacturer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
The customer reported that out of the box, the cardiosave intra-aortic balloon pump (iabp) units safety disk failed the pim test. The disk was reseated several times, the o-rings greased, but it continued to fail. Another safety disk was installed with no issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.